Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-94 (configuration option settings checksum is not 0.) Alarm was identified during functional testing and the review of the alarm log. This alarm can render the device unusable. The cause of the condition was due to a needed configuration reset in the device. The device was reconfigured to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not turn on. This occurred prior to use of the device. There was no patient involvement. No additional information is available.